Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4).

Event description:
The reporter indicated a surgeon implanted an micl implantable collamer lens and the patient was experiencing increased elevated intraocular pressure (40mmhg). The patient was prescribed drops and the intraocular pressure decreased to 18mmhg. The iridotomies were patent and the chamber was shallow. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by not implanting doctor, patient presented with elevated iop (40mmhg) following icl implantation. Some eye drops were prescribed and intraocular pressure decreased to 18 mmhg. The doctor also reported that iridotomies were patent but anterior chamber appeared shallow. Icl remains implanted and the patient was scheduled for another visit on a later date. It should be noted that inadequate flushing of viscoelastic may lead to iop spikes as written under " precautions" in the dfu. Conclusion: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).